Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, two conforming clips were fed and the remaining six clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip would not load correctly, when squeezing handle it would hesitate and the unformed clip would drop out of the jaws. The device was not used on the patient. Another device was used to complete the case. There was no adverse consequence to the patient.